Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulation on the monopolar curved scissors instrument was damaged and orange marking can be seen. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported complaint that the insulation on the mcs instrument was damaged and orange markings were visible. Fa found the primary failure of tube extension scratch marks/abrasions to be related to the customer complaint. For clarification, the mcs instrument tube extension exhibited signs of scratch marks roughly 0.018¿ x 0.117¿. Visual inspection of the distal tip found no blade damage. No cables were damaged. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the monopolar curved scissors (mcs) instrument (part# 470179-19/lot# k14210823 0144) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 5 remaining usable lives with no subsequent use recorded. This complaint is being reported because failure analysis acknowledges that a fragment was missing from a portion of the device (the tube extension) that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.